Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was confirmed. The evaluation found cracks on the back flex, causing no audio condition. The rear case was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.